Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported that the patient felt the implantable neurostimulator (ins) was too close to her spine and that it would hit her spine and was very painful at the battery site/device pocket. She did not like the location of the battery. She had a hard time recharging because of this too. It was painful for up to 2-3 days after charging. The device was explanted on (B)(6) 2014. The patient was alive at the time of this report. It was noted that it was the hospital protocol to send the products to pathology first. The hospital was given a return box to have them ship the product after they have completed their tests. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.